Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The caller had previously overfilled the cartridge but acknowledged and understood the guidance from technical support to avoid this issue in the future. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.